Manufacturer narrative:
Pr 9287103: follow up MDR for device evaluation and additional information. Annex e and annex f updated. During review of the process, process variations during the needle lubricant application can create clogged needles. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
Additional information received: did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. The vaccinations couldn't be drawn up with the affected needles, but we had other sizes on hand that we were able to utilize. Please confirm whether there was any patient impact. None. Any physical sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label?

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "the customer reports that they are having a hard time drawing up any medication or injecting medication once it is in the syringe. Requests a credit."